Event description:
A site representative reported the software became unresponsive in the navigate task. The surgeon was able to complete the case with the use of the stealthstation s7 system. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The initial reporter's occupation at the hospital was not known. No parts or files have been received by the manufacturer.